Event description:
Nicu baby had PICC line in place for 68 days. An approximate 9cm of the PICC catheter was left in the inferior vena cava when the nurse attempted to pull the line due to malfunction. The baby had pediatric cardiac catheterization to remove the broken piece, but the procedure was ineffective. Broken line piece remains in baby.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.